Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Multiple electrodes were displaced and the outer tubing was torn exposing the inner nitinol frame and conductor wires. The catheter was inserted into a stock 8.5f sheath with no resistance noted. An 8.0f sheath was used for the procedure. According to the IFU, insert the distal tip section of the catheter into an 8.5 f minimum introducer (not included) using the insertion tool. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with incorrect use of the device. The cause of the withdrawal difficulty remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, resistance was noted when inserting the catheter and when it was removed from the patient, the splines were displaced and there was exposed wiring. The patient was noted to have a torturous femoral vein. A long and flexible catheter and sheath were placed and then a new catheter was advanced into the heart to complete the procedure. There were no adverse patient consequences.